Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and ran it for three hours. The unit passed all tests and maintained a steady helium pressure. The fse was unable to duplicate the reported problem. All functional tests were completed according to the service manual. The iabp unit was returned to the customer and cleared for clinical use. The full name of the event site is (B)(4) .

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak after changing the helium gasket and installing new helium tank. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(6) medical center. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. The iabp has or needs a new helium tank and a new washer. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.